Event description:
As reported to coloplast though not verified, pt was implanted with supris suprapubic mesh. Later the pt experienced urinary retention, exposure, pain, incontinence, scarring, bleeding, dyspareunia and secondary prolapse. A vaginal exploration, excision of the mesh and cystoscopy were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.